Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a couple months ago.

Event description:
It was reported that the patient was charging the ipg more frequently. It was noted also that the ipg move around the patients body, the patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded at the facility.